Event description:
While performing the testing mode, the radionics output would not reset and turn down. The radionics machine also continued to go through the testing mode while the physicians were trying to stimulate the nerve. The surgery was cancelled by the physician.